Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed. The log was downloaded and reviewed finding an unexpected shutdown receiver within the investigation window. The receiver was opened and an internal visual inspection was performed and failed due to a damaged battery. The charger was evaluated. An external visual inspection was performed and passed. A charger load test was performed and passed. The usb cable was evaluated. An external visual inspection was performed and passed. A usb cable load test was performed and passed. The allegation was confirmed. The probable cause was determined to be a damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.